Manufacturer narrative:
Results evaluations (other): we are anticipating the receipt of the sample involved in this event. Upon receipt of sample, and a completed investigation, a follow-up report will be submitted.